Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer continued to observe active insulin in the body via insulin on board when the insulin duration was set to 3 hours. Review of the bolus settings with tandem technical support verified that the insulin duration was set for 5 hours. Reportedly, the contact had attempted to adjust the bolus duration to 3 hours from 5 hours; however, did not select save. Blood glucose level was not impacted.